Event description:
The member reported that while using their livongo blood pressure monitor the monitor became too tight and left contusions on their arm.

Manufacturer narrative:
The device associated with this event was returned to the manufacturer and underwent testing. The testing did not reveal any issues with the device, as the device performed as intended. The reported event of the cuff overinflating was unable to be reproduced.